Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the implanted femoral component. It is unknown if the patient has been revised. Pt fractured their femur post-op and want to run the workflow. I believe the pt fractured their femur during physical therapy/during a fall. Case type: (B)(4).